Manufacturer narrative:
Citation: john d. Nerva, md, louis j. Kim, md, jason barber, ms, jason k. Rockhill, md, phd, danial k. Hallam, md, basavaraj v. Ghodke, md, laligam n. Sekhar, md. Outcomes of multimodality therapy in pediatric patients with ruptured and unruptured brain arteriovenous malformations. Neurosurgery 78:695¿707, 2016 doi: 10.1227/neu.0000000000001076 the purpose of this study was to analyze the result of multimodality treatment for a consecutive series of pediatric patients with ruptured and unruptured bavms. Forty patients under 18 year of age were retrospectively reviewed. The authors conclude that majority of ruptured patients had an mrs score of 0 to 2 at the last follow-up and obtained radiographic cure. Unruptured patients with grade I to iii bavms had superior outcomes compared with those with grade IV and v avms. The device will not be returned for evaluation as the event was reported though a literature review and the onyx was consumed in the embolization procedure. Stroke and ischemic events, are known inherent risks of the embolization procedure and are documented in the instructions for use. There is no evidence suggesting the onyx was defective. The cause of the reported event cannot be reliably determined, however, per the reported information, review of the IFU, and review of the literature to investigate these events, the most likely cause is procedure related. The continuation of seizures and recurrence of the nidus is likely a related to patient conditions as these occurred in the years following embolization, surgical resection and srs. Additional information has been requested on this reported event, however no additional information was provided. Should the requested information become available a supplemental report will be submitted.

Event description:
Medtronic received information through literature review that during the 3rd onyx embolization session, the procedure was complicated by left-sided hemiparesis due to an ischemic stroke during embolization. The patient presented with a seizure and was found to have an unruptured grade IV brain arteriovenous malformation (bavm) involving motor and sensory cortex. The patient was scheduled to undergo 4 sessions of preoperative endovascular embolization with onyx for volume reduction of the bavm before surgery. However, the 3rd session was complicated by left-sided hemiparesis as a result of an ischemic stroke during the procedure, resulting in mrs 3 functional status. The patient underwent surgical resection. Post-operative and 6-month angiography demonstrated no evidence of residual bavm. The patient continued to have complex partial seizures during follow-up, which stopped with medical therapy. The patient then had a generalized tonic clonic seizure 4.5 years after resection, and another angiogram was performed, which demonstrated recurrent bavm at the resection margin. She underwent gamma knife radiosurgery for the recurrence. At the 3-year follow-up the patient had persistent mild left hemiparesis that did not limit daily activities and angiography demonstrated an early draining vein with small residual nidus.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.